Manufacturer narrative:
The received device had the cannula assembly deployed; the pink slide moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 1217 pulses. No evidence was found that would result in the needle mechanism deploying late; a root cause for the reported event could not be determined. The download data shows that an 0x1c alarm was generated, indicating the pod reached the end of its operating lifetime. It was confirmed the device ran for 80 hours. The downloaded data also returned timeouts in pulse widths during runtime. No evidence was found that would result in timeouts in pulse widths occurring and the timeouts could not be replicated. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Instead the needle fired once the pod was removed from the patient.